Event description:
The customer reported obtaining erroneous negative and low patient results for photometric and ise (ion selective electrode) tests, on their dxc 700 au clinical chemistry analyzer, (sn (B)(6), pn b86444). There were no injuries, deaths, and/or delays/changes in treatment associated with this event. The customer did not provide patient data and / or patient demographics.

Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist provided phone support and identified the probable cause as malfunctioning hardware, sample valve assy. The beckman coulter field service engineer (fse) went on-site and replaced hardware, sample valve assy to resolve the issue. Section a2, a3, a4 and a5: information was not provided. The beckman coulter internal identifier is case-(B)(4).